Event description:
The pt received his scs system on (B)(6) 2008. It was reported he is experiencing difficulty communicating with his ipg via the charging system. The pt has reportedly lost weight and is only able to recharge his ipg if the charging antenna is held at an angle. Efforts to ship a replacement charging system to the pt are currently underway. No further info is available at this time. This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the ipg or revision of the ipg pocket.

Manufacturer narrative:
Eval method: device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.